Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. At the end of the procedure a pericardial effusion was noted. Pericardiocentesis was performed to treat the effusion and the patient remained in the hospital for recovery. No further information was provided.